Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, the cgm was reading 131 mg/dl. No bg meter comparison value was taken. The patient also reported getting intermittent sensor errors (---) on her tandem insulin pump. The patient was vomiting and her husband called ems. Before ems arrived, the patient lost consciousness. Once ems arrived, the patient¿s bg meter reading was 31 mg/dl. The patient was unaware of what her cgm value was at this time. Ems treated the patient with IV glucose and transported her to the emergency room (ER). At the ER, around 9:30pm, the patient¿s bg meter reading was 88 mg/dl while the cgm was reading 172 mg/dl. A calibration was attempted but the cgm values did not change into expected range. The patient was given apple juice and a can of beans. After eating the food, another bg meter reading was 129 mg/dl while the cgm was reading 158 mg/dl. The patient was discharged home around 2:30am the following morning (less than 24 hours) with a bg meter reading of 172 mg/dl while the cgm was reportedly reading 23 mg/dl (although the cgm device cannot provide a numerical value under 40 mg/dl). Once at home, the patient inserted a new sensor and the value after warm-up was 211 mg/dl. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values taken at the onset of symptoms available to search within the parkes error grid calculator. The reported glucose values taken at the hospital fall within the b and c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.